Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was retrieved from health (B)(6) medical device incidents database regarding issues no health consequences or impact, no clinical signs symptoms or conditions, device sensing problem, failure to pump. There was patient involvement but no patient harm.

Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an failure to pump was not determined. The reported issue that there was an failure to pump could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from health (B)(6) medical device incidents database regarding issues no health consequences or impact, no clinical signs symptoms or conditions, device sensing problem, failure to pump. There was patient involvement but no patient harm.